Manufacturer narrative:
The main component of the system. Other relevant device(s) are: catalog # etlw1613c93ej, serial # (B)(4), use by date: (B)(6), manufactured date: 2015-07-16, and upn# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently and a CT scan was performed. The CT showed occlusion of the right limb, which extended up to the bifurcate. To treat the occlusion, thrombectomy was performed but some thrombus still remained. A limb was implanted to cover the remaining thrombus. As per the physician the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient will be monitored by their physician.